Event description:
Consumer removed a plate of microwaved food from her microwave oven. While eating she bit into something sharp which turned out to be a piece of the enameled metal grating which is part of the oven liner. When she looked inside the oven she saw that most of the grating was gone. The oven was installed 5/5/86 and is 7 yrs old.